Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they spent 5 days in the hospital for a low thyroid and low blood glucose on (B)(4) 2017, blood glucose of 30 mg/dl at time of the incident. The customer had wrong settings on their pump. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined to troubleshoot. The insulin pump will not be returned for analysis.